Event description:
It was reported that the patient presented for follow up with episodes of non-sustained right ventricular oversensing (nsrvo) recorded by the device. The episodes were caused by loss of capture exhibited by the right ventricular lead. The patient was sick and hospitalized. A review of device records found that a recent capture test showed no right ventricular (rv) lead capture issues, and the issue was attributed to patient condition. No patient symptoms were reported. The patient will continue to be monitored.